Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient will be monitored.

Event description:
During follow-up, increased pacing impedance and noise were observed on the right atrial (ra) lead. Further information was requested but is not yet available. No intervention has been performed at this time. The patient was in stable condition.